Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review and power on self-test were performed. During the alarm log review and power-on self-test an f38 alarm was identified. This alarm indicates that the force sensing resistor's (fsr's) are out of specification. The fsr's were replaced to resolve the issue. The pump passed all subsequent testing and was returned to the customer in good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. Additional information was requested and is not available.